Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the numbers on display screen of insulin pump was flicker off and that makes it difficult to read pump information also act button was sticks sometimes. Customer's blood glucose value was unknown. Customer also stated that insulin pump was rejected new batteries sometimes and received failed battery test. Customer also mentioned that battery port area was scratched also top of battery port was chipped off and reservoir port was worn. Customer stated that backlight was dimmer, motor was louder during rewind, had to rewind and prime that insulin pump more than once also insulin shoots couple times while priming. The device will not be return for analysis.